Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was being insetted into a 6f sheath. There was no patient involvement. Another balloon expandable stent was used to perform the procedure.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21cfr part 803. A complete manufacturing review could not be conducted as the lot number is unknown. The investigation is inconclusive as the sample was not returned.